Event description:
It was reported that guidewire tip detachment occurred and wire coating was peeled off. The target lesion was located in the posterior tibial artery. A 300 cm, 8cm poly tip v-18 control wire was advanced to cross the lesion. However, during withdrawal to sheath at the proximal femoral, it was noted that the tip of the wire was cut and the coating was peeled off slightly. The guidewire tip could not be removed and still remained inside the patient's body. The procedure was completed with a different device. No further patient complications were reported.

Event description:
It was reported that guidewire tip detachment occurred and wire coating was peeled off. The target lesion was located in the posterior tibial artery. A 300cm, 8cm poly tip v-18 control wire was advanced to cross the lesion. However, during withdrawal to sheath at the proximal femoral, it was noted that the tip of the wire was cut and the coating was peeled off slightly. The guidewire tip could not be removed and still remained inside the patient's body. The procedure was completed with a different device. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch batch. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire returned together with its original opened pouch. A section of the distal tip polymer jacket was detached approximately 298.8 cm from the proximal end; this section was separated from the tip and it was not returned. No more visual damages were found in the returned device. Detailed pictures of the affected area were captured. The outer diameter of the middle and proximal sections were within specifications; however, the outer diameter of distal tip and the overall length could not be performed due to device condition (distal tip detached).